Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and alliance inflation syringe were used during a rectal dilatation procedure performed on a (B)(6) female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon burst in the patient when it reached 18mm. A hole was found in the balloon; however, it was confirmed that no pieces of the balloon detached inside the patient. The procedure was completed with another cre balloon dilatation catheter and the same alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): a search of the complaint database revealed that no similar complaints exist for the specified lot. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.